Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Investigation summary: the complaint device was not returned to j&j medtech orthopaedics, therefore unavailable for a physical evaluation. This complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a j&j medtech orthopaedics product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the j&j medtech orthopaedics complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: moran te, manley bj, blanchard np, tagliero aj, ramamurti p, reahl b, diduch dr. Small, short, oblique patellar tunnels with looped graft versus suture anchors for patellar-sided graft fixation during mpfl reconstruction: a study of over 600 knees. Orthop j sports med. 2025 mar 28;13(3):23259671251320971. Doi: 10.1177/23259671251320971. Pmid: 40160285; pmcid: pmc11954572. Objective/methods/study data: the primary objective of this retrospective cohort study was to compare clinical outcomes and complications in the largest series to date between the use of dual patellar suture anchors and dual, small (3.2 mm), short, oblique bone tunnels for patellar-sided graft fixation during mpflr. Between march 2010 and december 2021, a total of 635 patients were included in the study. These patients were divided into two groups. Tunnel cohort group consisted of 342 patients (217 female and the rest were male) with a mean age of 23.53+/-9.51 years, treated with small (3.2 mm), short, oblique bone tunnels while suture cohort group consisted of 293 patients (197 female and the rest were male) with a mean age of 22.57+/-9.02 years, treated with 2 suture anchors (gryphon suture anchor; johnson & johnson). The minimum follow-up was 2 years. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes gryphon suture anchor. Adverse event(s) and provided interventions possibly associated with unk - gryphon suture anchor (qty 23). 8 patients had medial patellofemoral ligament reconstruction (mpflr) revision. 15 patients had recurrent instability. No intervention provided.